Event description:
The customer reported via phone call that she was having recurring change sensor alerts and calibration errors. Blood glucose level at the time of the incident was 168 mg/dl. The customer also reported recently having a blood glucose level of 34 mg/dl but did not receive any alarms. Customer reported treating this low with orange juice. Customer was advised that the sensor would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the 1 opened and used enlite sensor performed the continuity resistance test and the sensor failed per specifications.